Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts bent back distally in the first proximal row and the fourth distal row. The bumper tip of the device showed no signs of damage. There was blood on the proximal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, concentric target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. A 12x3.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the physician encountered difficulties in placing the stent properly into the lesion. Upon doing so, the physician noticed that the stent was damaged and decided to remove the device from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, concentric target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. A 12x3.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the physician encountered difficulties in placing the stent properly into the lesion. Upon doing so, the physician noticed that the stent was damaged and decided to remove the device from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.